Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed all leaflets were in a partially closed position with a gap between all free margins. The leaflets were stiff with signs of deep creases and frame imprints. These conditions may be associated with the valve being crimped inside the delivery system for an unknown duration of time. All commissures were intact. The valve was discolored showing evidence of blood contact. The device was received compressed with the inflow view showing a reniform appearance. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Paddle 1 appeared slightly bent upon original receipt. After the valve was submerged in warm saline, the bend on the paddle resolved. The frame showed no kinks or bends after warm saline submersion. Due to the returned condition of the valve, a deployment simulation could not be performed. Image review: fluoroscopic cine loops of the pre-balloon dilatation (bd) and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. The valve fluoroscopic check did not show a misload. The pre-bd transcatheter aortic valve implantation (tavi) was successful, too. Another image showed an infold oriented towards the non-coronary cusp (ncc) side is clearly recognizable during the second implant attempt. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. The patient anatomy was described as severely aortic c alcification combined with a horizontal aorta configuration. It seems likely that the horizontal aorta and the aortic calcification contributed to the infold. The implant team acted according to medtronic recommendation by replacing the evolut system with a new one. No adverse patient effects were reported. Conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The patient¿s tortuous and calcified anatomy may have been a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with heavy aortic calcification and a steep annular angle, a pre implant dilation was performed using a 25 mm vacs ii balloon. The load verification was successful and a misload was not reported. The first attempt at implant was suspected to be too deep, therefore was recaptured. An infold was suspected, however was not clearly visible. After the second deployment attempt, the infold was clear. The valve was fully recaptured and completely replaced. The replacement valve was implanted successfully and the patient was stable. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: unknown); product type: delivery catheter system (dcs)  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.